Manufacturer narrative:
Supplemental submitted to report that conversation with the customer revealed that the customer scrapped the unit prior to it being made available for evaluation by manufacturer. Unit reportedly scrapped by the customer.

Event description:
It was reported that the brakes would not engage. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes would not engage. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.